Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was patient stated they were having trouble with their controller for the past couple months. Patient said they would try to regulate the stimulation up and down, but the controller would come up with a message that said program was not available and to try again. Patient also said there were other funny things that didn't act like the stimulation was working right. Patient tried to adjust stimulation during the call and reported setting not available, cannot provide your desired intensity setting. Patient confirmed they had different groups, and patient was getting the message on all the groups, but said some groups were worse than others. Patient said group b was what they had been using the most and that group had the worst issues. Patient mentioned they had one program set at 10.6 and the next time they went to use it, the intensity was down to 8.4 on its own. The issue was not resolved. Agent reviewed settings not available information and the patient was redirected to their healthcare provider to further address the issue. Patient said they would try to contact their representative directly.